Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) of the right optic which was removed and exchanged in a secondary procedure due to unexpected post operative refractive error. Patient was noted to be doing well. No additional information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection of the lens reveals surface residuals, particles and fibers adhered to both sides of optic body which indicates that lens was handled in an unsterile environment. Diopter verification results showed that the lens diopter corresponds to a 19.0 diopter lens. The product met the acceptance criteria.

Manufacturer narrative:
(B)(4). Placeholder.